Manufacturer narrative:
The lot was manufactured from 08/19/2023 - 08/20/2023. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the bottom right side seam area above the shoulder port weld seam 1 area. Magnified inspection verified a tear/hole in the same area. Functional testing was performed which revealed a leak at the bottom right side seam area of the bag. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause of a leak was damage sustained during compounding, transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at one side. This was discovered during preparation. There was no patient involvement. No additional information is available.